Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump emitted a loss of prime warning. This was the only loss of prime warning the user had received in several months. It was alleged that the warning caused the user to be anxious and lose confidence in the use of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed no loss of prime warnings. During testing, the rewind, load, and prime steps were completed successfully with no duplicated loss of prime warnings. The force sensor calibration reading was within specifications. The pump case was removed and no contamination or damage was found to the force sensor circuit.

Manufacturer narrative:
(B)(4)-device evaluation: a retain cartridge sample has been evaluated by product analysis on (B)(4) 2014 with the following findings: a retain sample from the same lot number was tested. No failures were observed during incoming inspection. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.